Event description:
It was reported on (B)(6) 2016 that the patient was seen (B)(6) 2015 with note that states that the patient's device was unable to be interrogated. No additional relevant information has been received to date.